Event description:
The facility reported an infusion pump with batteries that were not charging. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR os supplement was originally submitted to the FDA on jan 12 2007.evaluation summary:the condition of batteries not charging was confirmed as depleted batteries. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is beinginvestigated under CAPA, (B) (4).continued from h9:6000001-2/25/05-004-c; 6000001-12/13/05-019-c